Manufacturer narrative:
Nad4: part number updated from unknown bmw guide wire to unk universal bmw ii.

Event description:
It was reported in a general comment that a balance middleweight (bmw) universal ii guide wire was used with a non-abbott guide wire in a buddy wire technique and there was resistance with the anatomy during advancement. After stent implantation, the non-abbott guide wire was removed and while removing the bmw universal ii guide wire, it was noted that it was separated into two pieces. Both pieces remained in the guiding catheter and were removed when the guiding catheter and guide wire were removed together. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review, and similar incident query were not performed because the part/lot numbers were not reported. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.